Manufacturer narrative:
Date sent: 11/30/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that a atb35 was used during an unknown procedure. It was reported by the affiliate that the instrument misfired. There was no consequence to the patient.